Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper sea was still intact, the device showed cracked on right plunger case and broken bottom case. The device history log showed a motor rate error. Ehl attached to complaint for reference. The device was tested by the tech and motor rate error was found during occlusion test. The test found cracked on carriage due to pump been dropped or mishandled by customer. The root cause was stated customer damaged. The tech replaced carriage also replaced leadscrew and clutch halves for preventive. Performed occlusion test and all functional tests which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported the device had a motor error. No patient injury reported.